Manufacturer narrative:
Device evaluation: (B)(4). The results were then forwarded to and reviewed by the bd manufacturing site. (B)(4) received two samples on 2/18/2016, including one infusion bag with the suspect device attached (sample 1) and one unused infusion bag (sample 2). The used infusion bag was pressurized to determine if there is leakage between the connection site of the suspect device and the infusion bag. Leakage was not confirmed from the insertion point of the device. The unused infusion bag was pressurized to determine if there is leakage between the connection site of the suspect device from sample 1 and the infusion bag. Leakage was not confirmed. A visual inspection of the suspect device was performed. Abnormality was not confirmed on the spike needle of the suspect device. A review of the device history record cannot be completed as the lot number was not provided for this incident. The tests performed during the manufacturing process for connectors are listed below: molding process: (B)(4). .

Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown.

Event description:
It was reported that the bd l connector c90j was connected to the bd injector luer-lock n35j. After the chemist prepared the 5fu and cpa, no leakage was noted. When the nurse went to administer the medication to the patient, the spike port leaked and the nurse's hands were directly exposed to the medication. The nurse washed her hands and went to the dermatologist. It is unknown if any topical treatments were provided.